Manufacturer narrative:
The investigation is still pending, please complete the supplemental with teco date 14jan2021. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported by the customer "display / screen". A weak 7 segment. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dim u1,u2 and u4 on display board. A review of the device history record showed the device had a manufacture date of 07/23/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board - dim u4 segment. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1143616 for dim u4 segment.

Event description:
It was reported by the customer "display / screen". A weak 7 segment. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer "display / screen". A weak 7 segment. There was no additional information provided and no patient involvement.